Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It's alleged by the attorney through the filing a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip was then revised on (B)(6) 2016 after blood work revealed "excessive levels of chromium and cobalt".

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Conclusions: it was reported that the patient had undergone a right hip revision surgery due to excessive levels of chromium and cobalt. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It's alleged by the attorney through the filing a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip was then revised on (B)(6) 2016 after blood work revealed "excessive levels of chromium and cobalt".